Manufacturer narrative:
According to the customer they were using the cotton swab to clean their ear canal and a portion of the swab broke off into their ear canal. Per the customer they were able to remove the piece of the swab by pulling up on their ear and angling their ear to the floor. Per the customer they are doing fine after the piece came out. The sample has not been returned to the manufacturer for evaluation. No additional information is available at this time. Due to the reported incident and in an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
It was reported that the customer was using the cotton swab to clean their ear canal and a portion of the swab broke off into their ear canal.